Event description:
Customer's nurse called to report that customer was admitted with dka to the hospital. Stated that the programming and the time were wrong because the customer removed the batteries one day prior to the hospitalization. Troubleshooting was performed. The insulin was not exiting. During the call also the nurse stated that there was a bleeding in the led, and the screens were skipping. Device was not dropped, bumped, or exposed to moisture.